Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to laparoscopic sigmoid resection, the patient was experienced abdominal pain/burning with varying intensity. The patient's tongue was sometimes swollen. The patient was taking painkilling medications to resolve the issue.